Event description:
Customer reported an altitude alarm 21 on the pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer continued to use the current pump and was following precautions to prevent altitude alarms. Technical support resolved the issue by sending a replacement pump and provided instructions for returning the problematic pump.